Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leak from the hydropneumatic compartment on the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
The customer cleaned the leak prior to bci service arrival. Service checked the hydropneumatic compartment and was unable to detect any leak. The customer reported no leak since clean up.